Event description:
It was reported that during use of the ca040 clip applier cartridge that when attempting to apply the second clip that the jaws exploded inside the patient. Fragments of the jaw were retrieved during an open procedure. No patient injury was reported.